Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
At the beginning of 2022 the user reportedly fell out of bed and cried a lot. As the user is bilaterally implanted it was not noticed that she could no longer hear on the right side. However, measurements then revealed affected channels. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the beginning of 2022 the user reportedly fell out of bed and cried a lot. As the user is bilaterally implanted it was not noticed that they she could no longer hear on the right side. Measurements then revealed affected channels. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
At the beginning of 2022 the user reportedly fell out of bed and cried a lot. As the user is bilaterally implanted it was not noticed that she could no longer hear on the right side. However, measurements then revealed affected channels.the user has been re-implanted.